Event description:
Ous MDR - after an implantation time of about 13 months, it was reported that the ICD could no longer be interrogated during a routine follow-up. No deterioration of the patient's state of health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR.